Event description:
It was reported that the insulin could not exit the rewind/prime process. Customer has been experiencing high blood glucose levels for the past two weeks. The last blood glucose reading was 99 mg/dl. The insulin pump alarm failed battery. The high blood glucose reading was 400 mg/dl. Customer treated with the insulin pump. Customer experiencing nausea, vomiting, excessive thirst, irritability and abdominal pain. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents with specification. No failed battery test alarms were noted. The insulin pump received with rattling vibration due to vibrator motor adhesive not adhering. The insulin pump alarmed during the basic occlusion test due to loose/protuded drive support disk. No error alarms were noted. The insulin pump was received with a cracked case at display window corners, battery tube threads and scratched lcd window.